Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. The device had an incorrect serial number label. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device by a manufacturer's service technician, the device failed a repair test step relating to low flow o2. The service technician states that the inlet air path, air path foam, and flow path need to be replaced and may address the test failure. Once the components are replaced, the device will be re-tested, and any failures will be re-address by the service technician. Additionally, the blower assembly, overhead blower filter, and inlet filter need to be replaced. The outer enclosure requires cleaning. Also, the enclosure feet were replaced. The manufacturer's investigation is complete. The service technician states that the device passed all final testing after the components were replaced. A final report is being submitted. The section h coding has been updated to reflect the testing results.

Manufacturer narrative:
The manufacturer's investigation is still on-going.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. The device had an incorrect serial number label. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device by a manufacturer's service technician, the device failed a repair test step relating to low flow o2. The service technician states that the inlet air path, air path foam, and flow path need to be replaced and may address the test failure. Once the components are replaced, the device will be re-tested, and any failures will be re-address by the service technician. Additionally, the blower assembly, overhead blower filter, and inlet filter need to be replaced. The outer enclosure requires cleaning. Also, the enclosure feet were replaced. The manufacturer's investigation is still ongoing and awaiting the updated repair rest results. A follow-up report will be submitted when the manufacturer's investigation is complete.